Manufacturer narrative:
Product ID: 3389-28, lot# 0210620500, implanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that the left lead contact number 3 was not working due to lead damage that occurred during tunneling. What led to this event was difficulty in removing the lead left cap. An impedance test was performed, measurements were 40,000 ohms. Interventions/actions taken to resolve this event were unknown. The issue was not resolved at the time of this report. No surgical intervention occurred, unknown if planned. The patient was fine, alive with no injury. The rep reported three weeks later that as for now the impedances were all in range. They wondered how this was possible as the contact 3 was completely removed (one month ago they were 40,000). Unsatisfactory controls on the left lead occurred. They tried contacts 0 to 2 and even using low amplitudes they experienced visual disturbances, side effect which was not observed in the or. The doctor suspects the lead may have migrated in a lower portion. The patient will be re-implanted soon. If additional information is received, a follow up report will be sent.